Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with tienam (route, dosage, frequency, and duration not reported), vancomycin (route, dosage, frequency, and duration not reported), and cefazolin (route, dosage, frequency, and duration not reported) for the peritonitis event. Thirty-three days after onset, dianeal therapy was withdrawn. On an unreported date, the patient was not responding to antibiotic treatments and the peritoneal dialysis catheter was removed. The patient was not recovered from the peritonitis event. Additional information was requested, but is not available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.